Manufacturer narrative:
Mitek is, at this point in time, in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that during an arthroscopic knee repair, a portion of the distal tip of a gryphon drill bit broke off into the pt's joint space. The fragment was easily retrieved and the procedure was completed successfully without further issue or harm to the pt.